Event description:
It was reported that shaft break occurred resulting to a surgical intervention. The target lesion was located in circumflex vessel. A 3.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, the catheter broke inside the vessel leaving balloon and stent behind. The detached portion was not tried to snare; rather, the patient was sent to an open heart surgery and the detached portion was removed partially. No further patient complications reported.